Event description:
I had a medtronic strata vp shunt fitted in my head in (B)(6) 2006, because of normal pressure hydrocephalus, the shunt valve is a magnetic programmable valve which was set at 2.5, during the fitting, it has lost its setting at least 13 times. On 2 occasions, it had reset to 0.5 causing major problems due to overdrainage, my original neuro surgeon was at a loss to explain why it keeps losing its settings & didn't really do much to help me. I tried to contact medtronic but keep getting the run around. After the last major problem, my g.p & I decided to get a 2nd opinion from another n.s outside my area, the new n.s could see that I had problems & subsequently booked me in to have the valve replaced with an integra osv11 which has solved my problem. It seems that the shunt valve can be very unstable according my new n.s, I have now got the old valve in a sterile container. I am reluctant to pass it on to medtronic as they are always telling us they can't reset themselves, after doing some research on some u.s neuro/brain sites, it seems this is not the only unit out there with the same problem. I have since found out that this unit is an (B)(4) but that is all I know can't find out what the (B)(4) stands for or even whether it is a shunt for the ventricles or spine as the info is not on medtronic web site. The problem is, everyone that has dealt with me over problems with unit have just given me the run around & put it in the too hard basket rather than deal with it which is why I am involving you. Dates of use: (B)(6) 2006 - (B)(6) 2010. Diagnosis or reason for use: normal pressure hydrocephalus, can't get lot# from n.s for question 6. Event abated after use stopped or dose reduced: yes.